Manufacturer narrative:
The device was received in backup vvi operation. Review of battery trend data indicated average monthly battery levels above eri throughout the entire implant duration. Analysis of the device image indicated that backup mode was triggered due to transient low battery fluctuation. The device was monitored for several days but the backup condition could not be reproduced. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. A longevity assessment was performed and revealed the total projected longevity is 7.35 years, implant duration is 6.8 years and remaining longevity is approximately 0.55 years to eri and is considered normal.

Event description:
Related manufacturer reference: 2017865-2017-34566.

Event description:
Related manufacturer report number: 2017865-2017-34566. The device was found to be in backup vvi mode upon interrogation at a follow-up appointment. Technical services determined the device had gone into backup mode in (B)(6), though the cause for the backup mode could not be determined. The device was explanted and replaced since it was near normal eri. The patient was stable.